Event description:
It was reported by the rep that the device was used during a laparoscopic spine fusion with back cages. It was reported the gasket on the 5mm trocar tore during the case which allowed pneumo to escape during the procedure.